Event description:
The customer stated that she tested her blood glucose and received a reading of 210 mg/dl using her breeze meter, and 94 mg/dl using a one touch meter. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. The strips will be returned for evaluation, and replacement strips will be sent.